Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out, low high voltage lead impedance was observed. When the lead was connected to the new device, a potential hv lead issue was detected. Programming changes were made. Patient condition was stable post procedure.